Manufacturer narrative:
Additional information was requested from the customer and provided. We have tried to obtain the incident device for evaluation with no success. The event product was not returned for evaluation. It was reported that the trocar experienced a clean break and both pieces of the cannula were retrieved, but neither piece was returned. In the absence of the subject device, it is difficult to determine the root cause of the event. All trocars are thoroughly inspected during the manufacturing process. Although the root cause of the customer's experience could not be determined, applied medical will monitor its vigilance systems and take appropriate actions, as necessary, to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received from the customer on june 4, 2016: it was believed to be the cannula that broke. It was a clean break right in the middle into two pieces and all pieces were retrieved. Patient was fine. The only numbers that were retrieved from the chart was (B)(4).

Manufacturer narrative:
UDI number could not be provided as the customer did not provide the correct lot number of the incident device. The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic sleeve gastrectomy - "trocar was being inserted into patient and while surgeon was advancing, the trocar broke. The part of the trocar that broke was on the outside of the patient." Patient status: unknown.